Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl, at the time of incidence. Customer was treated with insulin pump for high blood glucose level. Customer reported that they also had 300 - 400 mg/dl, of blood glucose level. Customer reported about insulin flow block alarm. After changing the infusion set customer's blood glucose level was come down to 200 mg/dl. The insulin pump will not be returned for analysis.